Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9:05pm on (B)(6) 2017. At this time the patient obtained blood glucose results of 300mg/dl with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and took an increased dosage of 12 units of novalog one minute after obtaining the alleged subject meter result. The patient stated that a few hours later the patient developed the symptom of cold sweats, however did not require any form of treatment as a result of the alleged product issue. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs; criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.